Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the end user indicating the packaging had a hole in the product. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).

Event description:
Aspen surgical received a report from the end user indicating the packaging had a hole in the product. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).

Manufacturer narrative:
Aspen surgical received a report indicating that product was found with seal issues. The actual device was returned for evaluation. The manufacturing lot number was also provided for review. A review of the sample confirmed the reported issue. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. The samples were reviewed and there was an identification of a hole/tear in the tyvek. The samples were provided to packaging engineering, and it was identified that the tears were made from product flange rubbing on the packaging. This friction overtime can lead to potential damage of sterile barrier overtime. Operators are to alternate the packaging of the light handles within the box to prevent this issue. Therefore a likely root cause for the defect may be attributed to an operator error. The IFU which is received with the product, along with the pouch label, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Production supervisors and operations were notified of this issue. Based on this information, no further action is required.